Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2014 with the following findings: moisture was observed behind the display lens. A battery compartment crack was discovered during evaluation. The bolus button cover was found to be missing. A battery cap was not returned with the pump. A test cap was used for testing and was unable to properly secure to the pump. A leak test revealed a battery compartment leak and bolus button leak. Moisture was observed on the pump¿s internal components. The pump would not power on due to moisture damage.